Manufacturer narrative:
(B)(4). Additional information: (B)(6). The actual device was not returned, though a photograph of the sample was provided for evaluation and the reported condition was verified. No cause was able to be determined with the provided information. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).a CAPA is currently exists to investigate the issue of the sponge not sitting correctly in the caps. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report for a minicap where the sponge had become completely separated from the cap. This event occurred before patient use. There was no patient involvement. No additional information is available.